Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that in january of last year the longevity was fourteen months and now it is not possible to interrogate the device as the battery is dead. The device remains implanted but will be replaced next week. No patient complications have been reported as a result of this event.